Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 270 units of insulin during the load sequence. As well, as that the cartridge was damaged at the t:lock/luer lock, interrupting insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 185 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.